Event description:
It was reported that the device exhibited a cassette not attached alarm during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was evidence of the error in the event history log. The reported problem was duplicated. Upon closing the latch lock, there was a cassette not attached properly error alarm. The investigation found that the downstream occlusion sensor was not operating as intended and was noted to be the cause of the reported problem. It was recommended to replace the defective downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2120.